Manufacturer narrative:
Follow-up #1: date of submission: 01/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2016 with the following findings: the pump powered on with a returned battery cap. The review of the black box data showed no evidence of a ¿no power¿ event. The battery cap was able to fully tighten. Leak test showed leaks at the battery compartment cracks and the missing bolus button cover area. Upon removal of the pump case, evidence of additional moisture contamination was found throughout the internal pump components. During the 24 hours basal program testing, a call service 064 motor error alarm occurred due to internal moisture damage. In addition, there was no vibration present at the pump power up which was related to the internal moisture damage. Unrelated to the original complaint, the battery compartment was cracked and evidence of moisture contamination was observed inside the battery compartment. In addition, the audio bolus button cover was missing and investigators were unable to verify functionality of the bolus button due to a missing cover. Evidence of moisture contamination was found on the bolus button switch solder connections. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging no power to the pump. The reporter confirmed that there was no noted damage to the battery compartment or cap and the battery cap was secured appropriately per the instructions for use. The reporter indicated that moisture was observed in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.